Manufacturer narrative:
During the investigation returned product was evaluated using clinical specimen,no failure detected all the results were found to be with in the product specification. We will monitor similar issues in the future.

Event description:
We recieved a call from a customer, that is having accuracy concerns with the oncall vivid blood glucose meter. The customer got the meter from a pharmacy on (B)(6) 2017, so this is not an out of box issue. The customer does not have a backup meter to use and is insulin dependent. The customer is very concerned about high readings from this meter. The customer provided an example that at 10:00 am this morning after testing she got a reading of 479 fasting and she was not feeling symptoms of high blood sugar. Customer also reported that other times she has gotten high readings from the meter and has taken insulin and felt very ill. Customer considered going to the hospital these times but did not. Acon technical specialist tried to get customer to read other examples from the devices memory but customer was having extreme difficulty with this. Customer reported that the strips were opened 2 weeks ago and are stored properly w/ meter. Customer reported that she encountered a low bg (40 mg/dl) after taking insulin for a reading of 284 mg/dl. Customer believes the meter was falsely high and her low was a result of dosing based on that reading. Customer received help from the neighbor who gave peanut butter to bring the sugar level back up. On (B)(6) 2017 user was able to send the reported product back for the evaluation

Manufacturer narrative:
Multiple attempts were made to get the reported product back but the product was not returned for investigation. During the investigation manufacturing and qc records were reviewed and no anomalies were identified. Retention samples of the reported test strip lot were tested using control and clinical specimen and all the results were found to be with in the acceptance criteria.

Event description:
We received a call from a customer, that is having accuracy concerns with the oncall vivid blood glucose meter. The customer got the meter from a pharmacy on 6/16/2017, so this is not an out of box issue. The customer does not have a backup meter to use and is insulin dependent. The customer is very concerned about high readings from this meter. The customer provided an example that at 10:00 am this morning after testing she got a reading of 479 fasting and she was not feeling symptoms of high blood sugar. Customer also reported that other times she has gotten high readings from the meter and has taken insulin and felt very ill. Customer considered going to the hospital these times but did not. Acon technical specialist tried to get customer to read other examples from the devices memory but customer was having extreme difficulty with this. Customer reported that the strips were opened 2 weeks ago and are stored properly w/ meter. Customer reported that she encountered a low bg (40 mg/dl) after taking insulin for a reading of 284 mg/dl. Customer believes the meter was falsely high and her low was a result of dosing based on that reading. Customer received help from the neighbor who gave peanut butter to bring the sugar level back up.